Event description:
(B)(4) study. It was reported that restenosis occurred. In june 2008, a taxus express2 paclitaxel-eluting coronary drug-eluting stent was implanted in the right coronary artery. In february 2013, patient presented with stable angina symptom. The patient was hospitalized and target lesion revascularization was performed. The 90% stenosed with 20 mm long and 3.50 vessel diameter target lesion was located in the right coronary artery. Target lesion was treated with dilatation of an unspecified balloon catheter and implantation of an unknown size non bsc stent. Following post dilatation, residual stenosis was 0%. According to the physician, taxus express2 was possibly related to the event. There was no relationship between the antiplatelet agents and the event. Three days later, patient outcome was improved. In (B)(6) 2013, 5-year follow-up was performed. The patient had no any anginal symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).